Manufacturer narrative:
Follow-up # 2 ¿ (01/05/2015). The patient¿s meter has been returned on 10/13/2014 and evaluated by lifescan product analysis on 12/30/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014). The patient¿s test strips and control solution have been returned on 11/4/2014 and evaluated by lifescan product analysis on 12/4/2014 and 12/3/2014, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition, a secondary issue was noted when the test strips were found to have adhesive in the chamber. The control solution involved with this complaint failed testing. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have high glucose results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the control solution results were below the expected control solution range. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.